Manufacturer narrative:
The device was received by the depuy synthes power tools. The device was evaluated and the reported condition of "6.5cm adult crani attachment dura guard damaged" was confirmed. During the pre-repair diagnostic assessment, the visual assessment failed and the tip was found to be broken. (B)(4).

Event description:
Report received from (B)(6), stating that the device had dura guard damaged. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info provided.